Event description:
It was reported that this communicator was smoking when plugged in. A replacement communicator had been arranged. No adverse patient effects reported. This communicator will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.